Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced disorientation. The patient was admitted to the hospital and the trial stimulator was turned off. Follow-up information from the hospital indicated that the patient had a reaction to the anesthesia, but physician could not confirm the assessment. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The trial has ended and there have been no reports of further complications regarding this event.